Event description:
The customer reported that they are seeing intermittent drop outs on one of their core unit's (g9's) that is attached to a bedside monitor (bsm). The customer also reported that there were no error messages displayed on the central nurse's station (cns), but that the tile would loose patient vitals and then return them within seconds.

Manufacturer narrative:
Details of complaint: the customer reported that they are seeing intermittent dropouts on one of their core units (g9s) which is attached to a bedside monitor (bsm). The customer also reported that there were no error messages displayed on the central nurse's station (cns), but that the tile would lose patient vitals and then return within seconds. No patient harm or injury was reported. Investigation summary: the root cause of this event cannot be determined. Multiple attempts at obtaining additional information were made without results. Review of the serial number found no recurrence of this issue.

Manufacturer narrative:
The customer reported that they are seeing intermittent drop outs on one of their core unit's (g9's) that is attached to a bedside monitor (bsm). The customer also reported that there were no error messages displayed on the central nurse's station (cns), but that the tile would loose patient vitals and then return them within seconds. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: additional model information: a g9 was used in conjunction with the cns, and is not the device that experienced failure. Attempts to obtain the following information were made, but not provided: g9 - model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni. A bsm-1700 series was used in conjunction with the cns, and is not the device that experienced failure. Attempts to obtain the following information were made, but not provided: bsm - model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that they are seeing intermittent drop outs on one of their core unit's (g9's) that is attached to a bedside monitor (bsm). The customer also reported that there were no error messages displayed on the central nurse's station (cns), but that the tile would loose patient vitals and then return them within seconds.